Event description:
It was reported that the staple are stuck when firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. D4: batch # 169c72. Additional information was requested, and the following was obtained: did the device deliver any staples? >> no, it didn¿t. This issue has resolved after they had replaced reload. -did the device cut? >> no, it didn¿t. -was there any difficulty opening the device? >>n/a investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that two gst60g reloads were received partially fired 1/4. The returned reloads were reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 169c72 , and no non-conformances were identified.